Event description:
It was reported that an unspecified bd syringe leaked. The following information was provided by the initial reporter: "it was reported that the patient's tubing was found to be leaking and rn found the end of a syringe broken off in the hub of the primary tubing line. Event description per attached email and excel file states: "pt's tubing was leaking. Rn found end of syringe tubing broken off in the hub of the primary line tubing. This kept the hub open so the ivf and blood was backflowing out. All tubing given to nurse educator. "'"

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd syringe leaked. The following information was provided by the initial reporter: "it was reported that the patient's tubing was found to be leaking and rn found the end of a syringe broken off in the hub of the primary tubing line. Event description per attached email and excel file states: "pt's tubing was leaking. Rn found end of syringe tubing broken off in the hub of the primary line tubing. This kept the hub open so the ivf and blood was backflowing out. All tubing given to nurse educator. ""